Manufacturer narrative:
The investigation for the reported atrial fibrillation (af), access site bleeding, and sepsis has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of af, access site bleeding, and sepsis could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿

Event description:
The user facility reported that a patient experienced multiple runs of atrial fibrillation during impella 5.5 support. An amio bolus was given to help manage the condition. Upon eventual explant of the pump, bleeding complications were noted for which manual pressure was applied and sutures were utilized to achieve hemostasis. Once stabilized, the site was flushed with antibiotic solution and the sternum was closed with sternal wires. Roughly three days following impella explant, the patient's culture came back positive for burkholderia multivorans. The patient was given bactrim to treat the infection. The patient survived the procedure.